Event description:
Trinity revision of cup, screw, ecima liner & modular head after approximately 6 years due to loosening.

Manufacturer narrative:
Initial report: (B)(4). Additional information including; operative notes (primary and revision), patient activity level, weight and medical history, did the patient follow correct post-op protocol and an update on the patient post revision has been requested, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event

Manufacturer narrative:
(B)(4). Final report. Additional information including; operative notes (primary and revision), patient activity level, weight and medical history, did the patient follow correct post-op protocol and an update on the patient post revision was requested in order to progress with the investigation of this event, however, only some of this information was provided. The appropriate device details were provided and the relevant device manufacturing have been identified and reviewed. All parts associated with these records were cleaned and packaged to the correct specifications at the time of manufacture. Review of the primary x-ray and operative notes suggest that the positioning of the cup at primary surgery and patient bone quality is likely to have caused the reported event. The root cause is considered to be user error / patient conditions and not due to the design or performance of the device. Therefore, this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event. Addition of concomitant product.